Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with guidance from technical support and started a new sensor session without any further errors.